Event description:
The patient claimed all the insulin leaked from the back of the cartridge into the cartridge compartment when she was loading the cartridge into the pump. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the cartridge leakage issue.

Manufacturer narrative:
(B)(4) - device evaluation: the returned cartridge was evaluated by product analysis on (B)(4) 2012 with the following findings: the returned cartridge passed visual inspection with no damage or defects noted in the luer connection or o-rings. A leak test was performed with no failures being observed. There were no leaks observed from the luer connection, o-rings, or anywhere else in the cartridge.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.